Manufacturer narrative:
Pump received with reservoir tube lip broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken. (B)(4).

Event description:
Information received by medtronic indicated that the top of the reservoir compartment was damaged. Customer stated that half of the top part of the reservoir compartment opening was missing and a gasket was hanging out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.